Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® safety-lok¿ blood collection set with pre-attached holders experienced difficulty activating the safety feature, tubing separation or kink, and were involved in needle stick injuries -post use. Product defects were noted during use. It has not been specified whether any medical intervention/treatment was sought or received as a result of the needle stick injuries. The following information was provided by the initial reporter: material no. 368653, batch no. 9176579. Verbiage received: our phlebotomists are getting needle stick injuries quite often with your product reference 368653. It also seems they are wasting 20% on the tubing that are set in a knot. Lot # 9176579, cat # 368653. The issue's that we are having is the little plastic that is around the tubing of the needle, often times get wrapped around the tubing tying it in a knot making it useless. Therefore wasted product now instead of using one needle you now have to use two this is not very cost effective. Another issue is these needles do not lock properly and that causes the tech to be stuck with a dirty needle because it did not lock the way it should. We are aware of the risk that we put ourselves in every day, but to risk being stuck with a dirty needle because of equipment not working properly or not being up to date with current equipment should not be a part of the working equation. There are more issues but this should be enough to get someone's attention and hopefully get current equipment in place.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that an unspecified number of bd vacutainer® safety-lok¿ blood collection set with pre-attached holders experienced difficulty activating the safety feature, tubing separation or kink, and were involved in needle stick injuries -post use. Product defects were noted during use. It has not been specified whether any medical intervention/treatment was sought or received as a result of the needle stick injuries. The following information was provided by the initial reporter: material no. 368653, batch no. 9176579. Verbiage received: our phlebotomists are getting needle stick injuries quite often with your product reference 368653. It also seems they are wasting 20% on the tubing that are set in a knot. Lot # 9176579, cat # 368653. The issue's that we are having is the little plastic that is around the tubing of the needle, often times get wrapped around the tubing tying it in a knot making it useless. Therefore wasted product now instead of using one needle you now have to use two this is not very cost effective. Another issue is these needles do not lock properly and that causes the tech to be stuck with a dirty needle because it did not lock the way it should. We are aware of the risk that we put ourselves in every day, but to risk being stuck with a dirty needle because of equipment not working properly or not being up to date with current equipment should not be a part of the working equation. There are more issues but this should be enough to get someone's attention and hopefully get current equipment in place.